Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The downstream occlusion sensor seal was starting to bubble up. The event log is showing multiple high alarm displayed: air in-line detected. The root cause of the reported issue was found to be unknown. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor seal and performed preventative repairs on battery door, battery compartment and air detector.

Event description:
It was reported that the downstream occlusion sensor seal had a bubble. No patient injury was reported.